Event description:
(B)(6) 2023: t2 bioystems received a customer complaint that the t2bacteria panel produced a discordant result. The t2bacteria panel produced a "target not detected" result compared to a positive blood culture result for e. Coli.